Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: according to the information received, during the distal drill, the surgeon couldn¿t drill at all with the drill bit. Two used drill bits were returned to depuy synthes for evaluation. Depuy synthes conducted a visual inspection of the returned devices. The visual inspection revealed that the drill bit is worn at the tip section and therefore dull as complained. No other damages are visible. The relevant features are heavy damaged in a manner which prevents accurate measurement of the features and functional check. The damages are clearly caused post manufacturing. A manufacturing record evaluation was performed for the sterile and non-sterile device batch number, and no non-conformances were identified. Raw material inspection sheet met all inspection acceptance criteria. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. The event described could be confirmed as the drill bit is dull/worn as reported. We only can assume that a mechanical overloading situation or a metallic contact during use has caused the visible damages. Please note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: part: 03.010.060. Lot: l881092. Manufacturing site: bettlach. Release to warehouse date: june 06, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for the proximal humerus simple fracture. During the distal drill, the surgeon couldn¿t drill at all with the drill bit. The surgeon thought that the patient bone quality was good, and it caused the drill defect. He continued to drill with the drill bit, but the power tools had heat highly and he stopped using them. He used the other drill bit, but he couldn¿t drill with that too. Finally, he could drill with a k-wire instead of the drill bits. The surgery was completed successfully within thirty minutes delay. The surgeon commented that both drill bits were very dull. No further information is available. Concomitant device reported: unknown drill guide (part # unknown, lot # unknown, quantity # 1) . This report is for one (1) 3.2mm three-fluted drill bit qc/330mm/100mm calibration. This is report 1 of 2 for complaint (B)(4).